Event description:
Device analysis found the catheter detached. No clinical consequence to patient.

Manufacturer narrative:
A review of the device history record was performed on this batch and no issues or discrepancies were found. The device history record review showed that this device met all requested specifications. The device was used for treatment. Based on the investigation and information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. Analysis of the returned device found the catheters proximal shaft was stretched and separated distal to the strain relief. The proximal outer shaft of the catheter was separated at 37.0 cm from its proximal end. The stabilizer was jammed inside the microdelivery catheter, with the stabilizers distal end butted against the stent proximal markers. The stabilizer was separated 3.0 and 17.0cm from its proximal end. The stent was in the microdelivery catheter in its intended location, blood was found in the microdelivery catheter. Based on the information provided and the investigation results, the most probable root cause for the damages found to the device is operational context.